Event description:
On (B)(6) 2022, an apifix lps 6x45 device (part # lps-060-045, lot # af-11-101-21) was implanted in a patient at (B)(6). The surgeon later reported a broken implant, prompting the need for a revision procedure. The device remains implanted as of (B)(6) 2025 and has not yet been removed or returned for evaluation. The removal surgery is pending and will be scheduled at a later date.